Manufacturer narrative:
Unit powered up properly after battery installation. Unit received with operating currents within spec. No unexpected battery out limit alarms noted. Unit alarmed motor error during basic occlusion test due to slightly loose and tilted drive support disk. Unable to perform occlusion test, prime/delivery test and excessive no delivery test due to motor error alarms. Unit received with intermittent buttons due to corroded keypad traces. Unit received with cracked case at display window corners, belt clip slot and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker. Unit received with broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the act button was unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was around 200 mg/dl. Blood glucose level at the time of the call was 238 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.